Event description:
Ccu patient in need of a radial artery catheter. Resident attempted the placement of this catheter, he pulled back on the guide wire after insertion. It was noted that the guide wire was frayed. A small piece of the coiled wire remained in the soft tissue of the wrist.